Manufacturer narrative:
Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for 4321179 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® flashback blood collection needles 21g x 1" rubber sleeve failed to recover. The sleeve could not recover when withdrawn around the 15th tubes. The needle was used with holder, and start with greiner's red cap tube, then used with bd blue and purple cap tubes. No serious injury or medical intervention reported.